Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with attempted inflation and a leak or rupture while in the patient anatomy. There was blood on the shaft and on the sidearm, consistent with handling. A new indeflator, filled with water, was used in an attempt to inflate the balloon, but the balloon would not pressurize. After the balloon catheter was left pressurized and soaked in the water bath overnight to dissolve the blood and contrast, the balloon pressurized and fluid was observed leaking at a longitudinal rupture over the distal marker. There were scratches found that are visible at the proximal and distal ends of the rupture. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon the first inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for inflation issues or balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that the otw trek was advanced without difficulty to the moderately calcified right coronary artery lesion for pre-dilatation. On attempted first inflation, the balloon did not inflate at all. The device was completely removed without difficulty and there was no adverse patient effect. Though requested no additional information was provided.